Event description:
The impedance continued to increase. The lead was also suspected to be fractured. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had increased and high impedance and increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.